Manufacturer narrative:
Results: other - fowler o2 bottle holder.

Event description:
It was reported in a service report the fowler o2 holder broke when attempting to tighten the o2 straps. It is unknown if there was patient involvement or adverse consequences to report.